Manufacturer narrative:
(B)(4). Date sent: 4/4/2023. D4: batch#: x95j4m. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the b12lt device was received with the tip of the sleeve broken. In addition, the packaging opened was returned along with the instrument. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. A manufacturing record evaluation was performed for the finished device batch x95j4m number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was obtained: "the procedure should be single hole thoracoscopic surgery. The trocar sleeve was broken. All parts were retrieved." This is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a trocar broken at the tip, with many body fluids present. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a single hole thoracoscopy procedure, after inserting into the trocar, it was noted that the trocar was damaged . Another device was used to complete the surgery. There were no adverse consequences to the patient.